Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Aware date - (B)(4) 2013. Date received by MFR - 7/13/2013. Placeholder.

Event description:
When the doctor was removing the plate, the screw had been worn out. The doctor used the extraction screw, but it was broken before the screw was removed. This is 1 of 1 report for this complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed the examination of the raw material testing certificate and the manufacturing papers showed no deviations regarding material analysis, strength and structural stability. The measurable dimensions of the broken extraction screw were checked and the values were in compliance with specifications and international standards. No product fault could be detected. It is probable that the extraction screw was broken due to mechanical overloading during use. Exceeding applied mechanical force, well beyond its calculated design may have caused the breakage of the tip. The investigation determined this complaint to be invalid.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.(B)(4)